Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00771101200- femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset- 61288536. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 11 years post implantation due to elevated metal ion levels, altr, pain, necrosis, in-vivo corrosion, and pseudocapsule. During the procedure, upon entering the capsule, a large amount of thick creamy yellow fluid was expressed. The inner capsule was all necrotic. Large amount of cobalt corrosion evident on the trunnion of the femoral neck. Head was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. The reported products were reviewed for compatibility with no issues noted. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02304. Customer has indicated that the product will not be returned to zimmer biomet for investigation, requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Requested but not returned by hospital.

Event description:
It was reported the patient underwent a revision surgery due to pain and corrosion. Surgeon explained the pain was caused by the corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.